Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with night glare in the right eye, at the eight month postoperative visit. Additional info was requested. Another report is filed for the right eye.